Event description:
Additional information received reported that the patient had other unrelated health issues and needed to have imaging and other things done and the device was impeding that.

Event description:
It was reported, the patient had the device removed about two weeks prior, but the reason was unknown. The patient still had fragments of the lead left in from the device removal. The call was about compatibility for a brain scan. Additional information has been re quested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that looking at an x-ray the end of the lead was still left in place. The caller wanted to do a brain MRI scan on the patient.

Manufacturer narrative:
Product ID 3093-33 lot# v381109, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).